Event description:
When the capio open access slim product was opened the product was described as flimsy. The working end of the product would not allow the suture to remain in the tissue. The suture would retract back into device tip. The suture would not release from the device. Three devices were opened, two of which were capio slim. The third device was the old design capio and if functioned properly. There was no harm to the patient.